Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Technical support educated the customer to always ensure any gaps/air bubbles are removed from the cartridge and tubing and drops are observed at the end of the tubing when they complete the fill tubing step. There was no adverse impact on the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue.